Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 52 mg/dl which was lower than a lab reading of 196 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 52 mg/dl which was lower than a lab reading of 196 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 52 mg/dl which was lower than a lab reading of 196 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issue was onbserved. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. An extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.